Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('arllerg') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urine odour abnormal ("urine smell"), vulvovaginal mycotic infection ("vaginal yeast discharges./getting infection"), urinary tract infection ("I get uti also") and vaginal discharge ("vaginal yeast discharge"). The patient was treated with surgery (hysterectomy scheduled on (B)(6)). Essure was removed. At the time of the report, the allergy to metals, urine odour abnormal, vulvovaginal mycotic infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered allergy to metals, urinary tract infection, urine odour abnormal, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal,allergy to metals, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event injury was added. Date of surgery as (B)(6) 2018 was added. Initial , follow up 1 and 2 processed together. On 23-mar-2020: social media content received event yeast discharge and urine odour abnormal and new reporter was added initial , follow up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('arllerg') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urine odour abnormal ("urine smell"), the first episode of vulvovaginal mycotic infection ("vaginal yeast discharges./getting infection"), urinary tract infection ("I get uti also"), the second episode of vulvovaginal mycotic infection ("vaginal yeast discharge"), oedema peripheral ("edema in legs") and pain in extremity ("pain in legs"). The patient was treated with surgery (hysterectomy scheduled on (B)(6)). Essure was removed. At the time of the report, the allergy to metals, urine odour abnormal, urinary tract infection, the last episode of vulvovaginal mycotic infection, oedema peripheral and pain in extremity outcome was unknown. The reporter considered allergy to metals, oedema peripheral, pain in extremity, urinary tract infection, urine odour abnormal, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal,allergy to metals, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event edema in legs and pain in legs added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urine odor abnormal ("urine smell"), the first episode of vulvovaginal mycotic infection ("vaginal yeast discharges./getting infection"), urinary tract infection ("I get uti also"), the second episode of vulvovaginal mycotic infection ("vaginal yeast discharge"), oedema peripheral ("edema in legs") and pain in extremity ("pain in legs"). The patient was treated with surgery (hysterectomy scheduled on (B)(6). Essure was removed. At the time of the report, the allergy to metals, urine odour abnormal, urinary tract infection, the last episode of vulvovaginal mycotic infection, oedema peripheral and pain in extremity outcome was unknown. The reporter considered allergy to metals, oedema peripheral, pain in extremity, urinary tract infection, urine odour abnormal, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal,allergy to metals, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.